Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retain sample testing on the complainant strip lot has confirmed a manufacturing issue resulting in error 3 messages when these strips are used with freestyle freedom meters. Testing concluded that not all strips in affected vials are impacted. This issue is associated with field correction 2954323 reported to facility.